Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam patient alleged visualization of particles. There was no report of patient harm or injury. The device was returned and the manufacturer confirmed particles in air path, found evidence of foam degradation during device evaluation.